Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) osseotite® tapered certain® prevail® implant 6/5 x 11.5 mm (xiitp6511) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified all three (3) devices with signs of use, and wear. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h6: entered evaluation codes; h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported by the customer that the patient was experiencing continued pain and discomfort at the implant site that resulted with the implant being removed. Patient will return for replacement implant in 3 months. Tooth #29.